Event description:
Customer's mother reported a compromised force sensor system. Daughter's glucose was unknown. The mother was not aware of any significant events leading to the alarm. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.